Event description:
The complainant reported that during a preventive maintenance procedure performed as part of service and repair activities, an automated impella controller (aic) displayed a ¿purge system failure¿ alarm while performing the preventive maintenance procedure. The purge motor was replaced and following replacement, the controller was reported to be performing as expected. The issue was identified during service and repair activities and not during clinical use. No patient involvement was reported in association with this event.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
This follow-up report is being submitted to correct a previously reported h6 medical device problem code. The problem code a1414 (priming problem) reported on the initial MDR was not applicable to the event and has been corrected to a07 (electrical problem).